Event description:
It was reported that the anesthesiologist removed the IV tubing from the pump however it was connected to the patient. After couple of hours, it was observed the IV dripping in the drip chamber. No further details were made available regarding the event and the device and tubing is not available. There was patient involvement however patient impact is not known.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired, or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the anesthesiologist removed the IV tubing from the pump however it was connected to the patient. After couple of hours, it was observed the IV dripping in the drip chamber. No further details were made available regarding the event and the device and tubing is not available. There was patient involvement however patient impact is not known.

Manufacturer narrative:
Imdrf annex a and g codes.